Manufacturer narrative:
Device manufacturing date has worn off of the suspect device and is unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect suretrak 2 small clamp. Replacement clamp ordered 05/11/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's small suretrak2 clamp was damaged. When attempting to attach the clamp to an instrument, a scrub technician noted that the screw was stripped. Surgeon was unable to use another small suretrak2 clamp, therefore, was unable to use navigation for inter-body placement. Navigation was used for screw placement. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The clamp has excessive wear and has a worn finish. Clamp is locked up and cannot be adjusted. The reported issue was confirmed to be caused be a mechanical failure due to a cross threaded screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.